Event description:
During a laparoscopic right colectomy, the physician reported sheering of the shaft of the stryker reprocessed ligasure device. The product was a substitute for a backorder on the ligasure device by stryker. There was no harm to the pt as device was removed from the field and replaced. Device reprocessed by stryker sustainability solutions. FDA safety report ID# (B)(4).